Manufacturer narrative:
An event of premature separation was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention was under case specific circumstances, as the snaring of the device was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The cable connection was checked during device preparation and it was noted the cable was out of the hoop. The patient had significant vascular disease and an unknown prior vascular surgery on the right iliac vein. The femoral access was difficult and sheath manipulation was difficult. Due to the extremely restrictive groin, a strong counter clock hold on sheath was required to orient the amulet device. The lobe and disc were deployed and evaluated with no color flow past the lobe or disc, and close criteria met in all transesophageal echocardiogram (tee) views. During device release, the counter clock hold on the sheath was prematurely released and the resulting change in sheath orientation pulled the device off-axis (was no longer coaxial) just as the device was disconnected from cable. A new orientation was evaluated on tee and it was determined that the device needed to be retrieved. The device was pulled into 20 fr sheath inside the heart and removed from the body through the iliac vein. The physician elected not to retry closure as the iliac vein was deemed not viable. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.